Event description:
It was reported that the patients right ventricular lead exhibited noise episodes. Noise was reproducible with isometrics. The lead impedance had been decreasing since implant. Lead revision was discussed but not yet performed. No further information was available.

Event description:
New information received states that the device was reprogrammed and the patient will continue to be monitored remotely. The patient was stable throughout the event.

Event description:
New information received states that the programming changes were not successful. The lead was capped and replaced on 10/11/2018. The patient was stable prior, during and post procedure.